Manufacturer narrative:
Date sent to the FDA: 09/23/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to sui. It was also reported that the patient underwent pubovaginal sling with autologous fascia on (B)(6) 2012 due to mixed urinary incontinence. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological sling procedure to treat stress urinary incontinence on (B)(6) 2008. The patient experienced multiple complications, including erosion, dyspareunia, incontinence, and will require additional surgeries. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a bladder neck suspension. It was reported that following insertion the patient experienced recurrent urinary frequency, pelvic pain, recurrent incisional wound infections, yeast infections, chronic constipation, dyspareunia, hernias, urinary retention, urinary problems, and vaginal scarring. No additional information has been provided.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced organ perforation. It was reported that patient underwent lavh, bso on (B)(6) 2011 by dr. (B)(6) due to menorrhagia. (Per operative report).